Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.0/1.5/067 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. There was no patient injury. Intraoperatively the lens was removed. The lens was not replaced but instead the surgeon noted the operation was changed to excimer laser operation. It was indicated the problem was not resolved.

Manufacturer narrative:
Additional information: b5 - it was later clarified that there is no plans to implant another lens, after the events of the surgery everything is good and there is not any further decision decided to resolve the issue. Claim#: (B)(4).